Manufacturer narrative:
The event of foreign body reaction is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: foreign body reaction.

Event description:
Patient's relative didn't report a complaint against the device. Subsequent, histopathological findings identified "chronic inflammatory process and foreign-body reaction in areas of fibrosis for the left breast" unknown location of the device. This relates to the left side.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, h.6.

Event description:
Patient's relative didn't report a complaint against the device. Subsequent, histopathological findings identified "chronic inflammatory process and foreign-body reaction in areas of fibrosis for the left breast" device has been explanted. This relates to the left side.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional reason for operation: capsular contracture bake grade unknown.

Event description:
Patient's relative didn't report a complaint against the device. Subsequent, histopathological findings identified "chronic inflammatory process and foreign-body reaction in areas of fibrosis for the left breast". Patient reported later, "recall and fibrous capsule mild active chronic inflammatory process in areas of fibrosis", as capsular contracture baker grade unknown added to the record. Additional event of "mycobacterium chelonae", not device related. Device has been explanted. This relates to the left side. Device has been discarded.